Event description:
It was reported that no telemetry could be established with the device. It was also noted that a magnet response would be attempted with surface electrodes and the device would be replaced if there was no pacing when the magnet was applied. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in the field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-52, implantable pacing lead, (B)(6) 1999. (B)(4).